Event description:
It was reported that the 9800 sys displayed a data error message during a case. The procedure was completed without incident and no pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The 3 volt battery on the x-ray controller board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.